Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number and primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 5409892, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 5409892 was manufactured according to the work instruction (wi) version 73 and packaging in the machine multivac 12 on 21-nov-2022, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 5408747 was manufactured according to the wi version 24 and manufactured in the line assembly of quick set, on 12-nov-2022, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 5410127 was manufactured according to the wi version 24 and manufactured in the line assembly of quick set, on 25-nov-2022, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 5410128 was manufactured according to the wi version 24 and manufactured in the line assembly of quick set, on 25-nov-2022, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 5408729 was manufactured according to the wi version 37 and manufactured in the machine 04-05-08, on 09-nov-2022, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 5410113 was manufactured according to the wi version 37 and manufactured in the machine 04-05-08, on 21-nov-2022, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 5410114 was manufactured according to the wi version 37 and manufactured in the machine 04-05-08, on 24-nov-2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: brazil.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was from the quick release. The infusion set was in use for one day. The blood glucose level was 400 mg/dl and the patient was treated with correction via pen. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.